Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombosis occurred. The patient experienced a myocardial infarction. In (B)(6) 2014, a synergy stent was implanted. In (B)(6) 2015, the stent was found to be fully blocked. Another stent was implanted. No further patient complications were reported.